Event description:
It was reported that the patient spontaneously called to report that both pumps are alarming for no disposable. The patient was advised to make a new milliliter and use different lot cassette as most likely the problem is with the cassette and not pumps. The patient followed the advice and made new milliliterwith new cassette from new lot. Infusion was restarted without an issue. Cassette lot was provided. There is no problem with the pump. The reported product fault occurred while in use with the patient. The product issue did not cause or contribute to patient or clinical injury. The actual cassette is not available for investigation. Cassette was not replaced. The patient's backups were available to switch to. The patient was able to successfully continue their infusion. The infusion life-sustaining. It was reported by the patient/caregiver. No patient injury reported.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms#617147. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.